Event description:
It was reported the during a pump replacement procedure, the healthcare provider (hcp) was unable to aspirate the catheter. No further information was provided. The pump was used to deliver baclofen, hydromorphone, <(>&<)> bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).